Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and radicular pain syndrome (radiculopathies). It was reported that the patient had a stroke two and a half weeks ago and has had increased pain. They stated it had gotten worse, she cannot tell if it is running or not even after increasing to 9.3 and it was not using much battery; it showed 75%. They wanted assistance to know what the programmer would show. They got the stimulator for back pain. The patient could usually feel it vibrating in her legs when it was turned on. Caller said what they normally do was turn it off and back on to see if they could feel a surge and the patient has not been able to do that. The patient did not have an antenna. Caller reported adaptive stim was on group a at 9.3. They just moved to a nursing home and the hcp she used to work with was no longer there. Offered and sent listings. Offered and sent online tutorials and listings and they were sent a replacement antenna. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Product ID 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer's daughter. They reported that the replacement programmer antenna did resolve their issue of being unable to feel their stimulation/being unable to tell if it was on. No further complications were reported.